Event description:
The customer reported no power. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported no power. There was no reported pt involvement. The device was evaluated by philips. The symptom was clarified as a failure to power up. It was determined that the recorder assembly malfunctioned, which caused a malfunction of the power pca. We are considering this a malfunction of the recorder assembly.